Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r4uq, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient was at a child's football game a few weeks ago and was sitting in the bleachers. She was kicked in the buttocks by a child which sent extreme pain and shock to her sacrum. Upon interrogating the device impedance readings showed greater than 4000 on all electrode combinations indicating damage to the implantable neurostimulator (ins). The patient had the device explanted and replaced.